Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023. During the procedure, the image of the exalt model d scope turned blue, accompanied by a noticeable stripe on the left side of the screen. Subsequently, the blue color changed to green, and the image became blurry and fuzzy, with intermittent disruptions of visualization. Despite these visual disturbances, the medical procedure was completed using the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a090208 captures the reportable event of poor-quality image.